Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, after attempting to insert the sensor wire, it was noticed that it had detached and was on top of the skin. The attempted sensor insertion was at the abdomen. It was reported that the patient was using the device while pregnant. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: the continuous glucose monitoring system is not approved for use in children or adolescents, pregnant women, or persons on dialysis.